Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the telemetry unit (tu) / intensive care unit (ICU) at the hospital and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead triggered a high threshold alert. Follow-up was completed with the hospital and the allied health professional (ahp) was able to review the patient's file and indicated there were no issues documented with the patients implantable cardioverter defibrillator (ICD) system. No programming changes were completed and the lead remains in use. No patient complications have been reported as a result of this event.